Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports the uvc line was noted to be leaking below the hub site. The line was discontinued and a new line placed. The customer further reports that it was not difficult to secure and was secured by suture and bridge. The uvc was inserted on (B)(6) 2014 in the uac. Sterile heparinized solution was used to flush the line. The uac was removed on (B)(6) 2014 and replaced with a new line. The customer reports the patient is deceased; however, the reported issue related to the uvc was unrelated to the patient¿s death.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product sample was received within a generic plastic bag. It consisted of one 3.5 fr urethane umbilical catheter with signs of use. After visual inspection, a hole was found below the strain relief. An additional investigation was performed by r+d. They had the same result: a hole in the catheter, at the base of the luer fitting. The sample returned was submitted to underwater test, bubbles were detected coming out below the strain relief. As per the event description, the customer reports the uac line was noted to be leaking below the hub site. The line was discontinued and a new line placed. The customer further reports that it was not difficult to secure and was secured by suture and bridge. The uvc was inserted on (B)(6) 2014 in the uac. Sterile heparinized solution was used to flush the line. The uac was removed on 7/14/2014 and replaced with a new line. The customer reports the patient is deceased; however, not a result of the uvc]. The instruction for use (IFU) warns: exercise caution when using sharp instruments near the catheter¿ do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break and continues; do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Based on the previous, there is not enough evidence to relate this event to the manufacturing operations since the customer does not report an issue during preparation, and the leak was noticed during the use. Additionally, the product sample was returned within a generic plastic bag, which implies customer¿ manipulation. The hole encountered caused a gross leak which would be identified during assembly operations. Since manufacturing performs 100% pressure testing during production. Therefore, based on all gathered information, it can be concluded that more likely, the device was damaged during the...

Event description:
Medical procedure. This issue has been confirmed. With the available information, the most probable root cause could be considered as misuse (device could be damaged due over bending or excessive force). The lot number involved on this complaint was not provided and therefore the specific manufacturing date cannot be determined. However, based on the measurement performed for the strain relief, it can be concluded that it was produced with the old design, before the implementation date of actions related to a corrective and preventive action (CAPA). In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.